Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering conducted performance testing on the instrument and found the scissors cut cleanly through .006" latex. The blades are not damaged. Engineering also observed the distal end of main tube to have a 2.5" long section located 2.5" above the tube extension with material removed on one side of the tube. The damaged area is gray in color and has a rough surface finish. Based on the location and appearance, the damage may have been caused by a cannula accessory. Additional investigation is underway regarding the cannula accessories. No other damage was found. A follow-up MDR will be submitted if additional information is received.

Event description:
It was reported that the monopolar curved scissors instrument was dull. No additional information was provided. No pt harm, adverse outcome or injury was reported.